Event description:
The customer reported to olympus, an e222 and e301 scope communication error codes were received when using the 4k autoclavable camera head. The issue was found during a procedure. The name of the procedure was unknown. It was reported, that the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. The device evaluation found there was no image, due faulty cable. The label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that with phenomenon (1): poor communication occurred due to cable failure and ¿the image was not displayed¿. With phenomenon (2): the phenomenon was not reproduced. It was noted that ¿e222 error¿ is the error that occurs when communication with a camera head fails. Therefore, it was determined that poor communication occurred due to cable failure and temporarily e222 error occurred. With phenomenon (3): the phenomenon was not reproduced. It was noted that ¿e301 error¿ is the error that occurs when white balance automatic correction is completed (before manual correction; only automatic correction). Therefore, it was determined that when white balance automatic correction was completed, e301 error occurred temporarily. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.